Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using a pod packing coil (pod pc), and a non-penumbra microcatheter. It was reported that the patient¿s anatomy was tortuous. During the procedure, the microcatheter was advanced into the target vessel; however, a vasospasm occurred after insertion of the microcatheter. The physician then experienced resistance while advancing and retracting the pod pc through the microcatheter, and subsequently, the pod pc unintentionally detached with two thirds of the pod pc outside of the microcatheter. Therefore, the detached pod pc was removed using a snare device. The procedure ended at this point and no medical intervention was performed to treat the vasospasm. There was no report of an adverse effect to the patient related to the pod pc.